Event description:
Healthcare professional reported patient was injected with unspecified juvéderm® and unspecified juvéderm® xc. The patient experienced ¿significant delayed onset nodules with full facial swelling.¿ the patient was treated with doxycycline, prednisone, hyaluronidase, and intralesional catalog. A biopsy was performed which confirmed the diagnosis of ¿granulous filler reaction.¿ symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the first suspect product, unspecified juvéderm®.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.